Event description:
It was reported that a power on reset (por) condition occurred due to telemetry difficulties. The patient reported recharging more than usual and had a potential overdischarge. The cause of this event was patient error. The patient was also dissatisfied with the location of the implantable neurostimulator and had the pocket relocated and the device replaced on (B)(6) 2011. There was no injury to the patient and the patient did not require hospitalization.

Manufacturer narrative:
(B)(4).